Event description:
During a percutaneous transluminal coronary angioplasty, while pulling the trapper wire from the "a-y" connector, the trapper wire snapped and broke from the area where the plastic and metal sections meet. The whole length of the wire that detached from the device was retrieved without incident. The pt was stable both intra and post procedure.